Event description:
It was learned during an unrelated patient call to technical support that the patient had been hospitalized with "an infection related to her catheter". Follow up information received from the patient's peritoneal dialysis nurse (pd rn) reported the patient was hospitalized with peritonitis from a suspected self-contamination. She received antibiotics and was discharged to home where she is continuing on continuous cycling peritoneal dialysis (ccpd). The nurse denied any leaks during ccpd treatment and a search of the complaint information system for the week prior to the diagnosis confirmed there were none reported. The device is being returned to the manufacturer for investigation.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post medical clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported peritonitis diagnosis. Plant investigation is pending return of cycler. A supplemental medwatch will be submitted at the conclusion of our investigation.